Event description:
It was reported that the driver tip broke off during set screw removal on a domino. No patient complications were reported.

Manufacturer narrative:
For use by user facility/importer (devices only). (B)(4). The device was returned for analysis. Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. A review of the device history records did not identify any applicable nonconformance to specification.